Event description:
Hill-rom received a report from the account stating the brakes were not holding at the foot end. The bed was located at the account in the emergency room. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the foot end casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced foot end casters to resolve the issue. Based on the information, no further action is required.